Manufacturer narrative:
Device evaluated by MFR.: the device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(6) clinical study it was reported that a vessel dissection occurred. In (B)(6) 2018, clinical status assessment identified the patient's qualifying condition as rutherford category 3. Five days later, index procedure was performed. The target lesion was located in the left sfa had 95% stenosis, reference vessel diameter of 5 mm, a length of 60 mm, and was classified as a tasc ii a lesion. The target lesion was treated with pre-dilatation using 4.0 mm x 60 mm x 135 cm (4f) sterling¿ balloon catheter. Following pre-dilatation, grade b dissection was noted after the treatment with sterling pre-dilatation balloon. Standard pta was performed with 5 mm x 60 mm sterling¿ pta balloon catheter. Dissection was treated with balloon dilatation and complication was resolved after the treatment with ranger dcb balloon catheter. Following post-dilatation, the residual stenosis was 40%.